Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim discolored display. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was evidence of a crack from the top of battery compartment toward the pump case seal. The display screen also had a dim pink and fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).